Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the device is showing a power failure. There was no reported adverse patient impact.